Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of my coils migrated to my liver') and liver injury ('severe damage and growth of my liver') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), liver injury (seriousness criterion medically significant) and hepatic mass ("severe damage and growth of my liver"). At the time of the report, the device dislocation, liver injury and hepatic mass outcome was unknown. The reporter considered device dislocation, hepatic mass and liver injury to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: device dislocation, hepatic mass and liver injury ". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of my coils migrated to my liver') and liver injury ('severe damage and growth of my liver') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), liver injury (seriousness criterion medically significant) and hepatic mass ("severe damage and growth of my liver"). At the time of the report, the device dislocation, liver injury and hepatic mass outcome was unknown. The reporter considered device dislocation, hepatic mass and liver injury to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: device dislocation, hepatic mass and liver injury ". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2019: quality-safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.